Manufacturer narrative:
Corrected data: this product is no longer reportable as the ipg was electively replaced by the physician during the procedure.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04325, 3006705815-2019-04326. It was reported the patient lost therapy approximately one year ago. A manufacturer representative met with the patient and high impedances were observed. Surgical intervention may take place at a later date.